Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tubing cracked and leaked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. Intravenous line (IV) tubing infusing total parenteral nutrition (tpn) leaking, crack noted in tubing upon investigation.